Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material in the air/water cylinder, forceps elevator with metal particles, chipped lens glue, and defective distal end glue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the foreign material findings could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). A root cause for the metal particles findings could not be identified. Based on the results of the investigation, the most likely cause was not established. A root cause for the adhesive damage findings could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The foreign material events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.